Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product type: 0195-heart valves; h6. Patient codes, device codes, additional codes: imf/health impacts codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the misload was not due to a new valve loader. Further information was provided that clarified previously reported information that after the valve was implanted, contrast agent leaked form the annulus, so it was determined that the annulus had ruptured. Pericardial effusion was observed, so a pericardial drain was subsequently performed. The patient¿s blood pressure could not be maintained, so extracorporeal membrane oxygenation (ECMO) was initiated, and hemostasis was performed by thoracotomy. Bleeding was observed from the left ventricular wall after opening the heart, and a left ventricular perforation was observed. 1 day following the procedure, acute kidney injury was observed, and water removal was initiated. 2 days following the implant of the valve, abdominal bloating was observed, and an abdominal computed tomography (CT) scan was performed that revealed paralytic ileus. The patient¿s inflammatory response increased, and antibacterial therapy was continued. 3 days following the procedure, the patient developed complicated takotsubo cardiomyopathy that was observed via electrocardiogram. An intra-aortic balloon pump (iabp) was inserted due to the difficulty to maintain kinetics. It was reported that even with medical management, the patient¿s hemodynamics did not improve, and the acidosis progressed rapidly. The next day, the patient¿s condition worsened as a result of the annulus rupture, and the patient subsequently died. The cause of death was reported as heart related. Per the physician, the valve and t he valve implant procedure caused/contributed to the death.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, the valve frame was overlapped past the fourth node and a misload was identified. The valve and delivery catheter system were replaced. A pre-implant balloon aortic valvuloplasty (bav) was then performed using a 20mm (manufacturer unknown) balloon. Subsequently, the valve was successfully implanted. Following deployment, the patient's blood pressure did not recover. Echocardiography and angiography were performed and confirmed cardiac tamponade resulting in annular rupture. A thoracotomy was performed to provide surgical hemostasis. Percutaneous cardiopulmonary support was initiated and then was discontinued the following day; however, intensive care management continued. Per the physician, the calcification of the annulus was "high", and the rupture occurred during the pre-implant bav. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.